Manufacturer narrative:
B3 - date of event: date of event was approximated to 09/01/2024 as the exact event date was not reported.

Event description:
It was reported that balloon rupture occurred. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During inflation at 8 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported, and the patient was in good condition post procedure.